Manufacturer narrative:
The device was discarded at the user facility. The only info provided was that an "articulating stapler" was placed through the trocar and a plastic piece was found inside the pt after that. The damage to the valve may have been caused by the user technique or how the device fit through the trocar. We feel the investigation is complete and the complaint closed.

Event description:
It was reported that, "the valve came apart-a plastic piece was found inside of the pt. It was retrieved without injury to the pt or the need to alter the procedure."